Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during iol implantation surgery, an ophthalmic handpiece exhibited a heat burn. The patient experienced a serious injury, specifically a corneal burn resulting in corneal opacity and a scar interfering with the visual axis. The procedure was completed on the same day. Information regarding patient harm has not been provided.